Event description:
It was reported that the customer experienced a blood glucose (bg) level of 47 mg/dl. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump did not accurately adjust the amount of insulin delivered. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. The customer acknowledged and continued using the pump for insulin therapy.